Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged. It was further reported that ra lead did not have enough slack when it was initially placed resulting in higher thresholds. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.